Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports the user had difficulty inserting the catheter since a part of the swg (spring wire guide) was slightly bent.

Manufacturer narrative:
(B)(4). The customer returned one used spring-wire guide (swg) for evaluation. The catheter was not returned. Visual examination revealed the guide wire body has 1 kink. Microscopic examination confirmed the kink and revealed offset coils at the location of the kink. The distal j-tip was undamaged and both the distal and proximal welds were intact, full, and spherical. The swg body contained 1 kink with offset coils, which was located approximately 4 mm from the proximal end of the swg. The length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A lot number was not provided by the customer; therefore, the customer's sales history was used to obtain a lot number to complete a device history record review. The device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The reported complaint of catheter/guide wire resistance could not be confirmed by complaint investigation since the catheter was not returned for evaluation. The returned guide wire contained a kink and offset coils. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on these circumstances, it was determined that operational context likely contributed to this event. However, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the user had difficulty inserting the catheter since a part of the swg (spring wire guide) was slightly bent.